Event description:
It has been reported to philips that the equipment did not initialize and unexpected shutdown of system. The system was in clinical use at the time of the event. No harm has been reported to philips. A philips service engineer evaluated the system onsite and a blown fuse was found in the power distribution unit (f2 fuse). The 20a fuse was replaced and the system returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not initialize. Upon functional testing, fse found that blown fuse in power distribution unit (pdu) f2. The fse replaced 20a fuse. After replacement of the 20a fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.